Event description:
The wound nurse at (B)(6). She is treating my sister (B)(6) with a wound vac that was put on her right sacral region for a decubitus ulcer that had colonized (tunnel through). She had left pieces of foam that had adhered to her skin and bone were found by her follow up appointment on (B)(6) 2016 by her surgeon at the (B)(6) medical center, which caused more infection ((B)(6)) my sisters surgeon ordered a bone culture and now wants to try a negative pressure would vac with gauze. The center never ordered it and told my sister she doesn't need it. My sister has a infectious disease doctor and her surgeon as well. She was admitted in the facility on (B)(6) 2016 from being discharged from the hospital prior. When the would nurse took the vac off she laid it on the floor in my sisters room behind the night table for days. I took pictures of the device in question for my personal records.